Manufacturer narrative:
The investigation is ongoing.

Event description:
A physician informed a field clinical specialist (fcs), after a successful tavr procedure, the valve migrated towards the ventricle overnight and was no longer implanted at the aortic annulus. The patient was taken to the operating room the following day for surgical valve replacement and removal of the 29mm sapien 3 valve. The patient did well with surgery and is expected to be discharged with no issues.

Manufacturer narrative:
Submitting correction to h6, and h7 and including final submission report. Correction to h6: device code, update type of investigation, investigation findings and investigation conclusion. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that after a successful 29mm sapien tavr procedure in the aortic position via transfemoral approach, physician observed that the valve had migrated towards the ventricle overnight and was no longer implanted at the aortic annulus. The patient was taken to the operating room the following day for removal of the migrated 29mm sapien 3 valve and surgical valve replacement. The patient was reported to be stable post surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : valve was not returned.